Event description:
Name of procedure being performed: lap chole. Detailed description of event: lap chol, dr [name] has performed this case with our devices for many years including cd001. Surgeon placed specimen in the cd001, pulled the bag closed as normal however the bag did not fully close at the top of the bag, on retrieving the bag bile leaked from this opening and into the patient, surgeon said it doesn't normally do this. There were no changes in health resulting from the event. Patient status: patients is fine. Surgeon had a leak in the cd001 and bile leaked into the abdomen- surgeon washed out the abdomen and patient is well. Type of intervention: surgeon had to put wash into the patient abdomen and wash then suction to clean.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: lap chole. Detailed description of event: lap chol, dr [name] has performed this case with our devices for many years including cd001. Surgeon placed specimen in the cd001, pulled the bag closed as normal however the bag did not fully close at the top of the bag, on retrieving the bag bile leaked from this opening and into the patient, surgeon said it doesn't normally do this. There were no changes in health resulting from the event. Patient status: patients is fine. Surgeon had a leak in the cd001 and bile leaked into the abdomen- surgeon washed out the abdomen and patient is well. Type of intervention: surgeon had to put wash into the patient abdomen and wash then suction to clean.